Manufacturer narrative:
One medfusion pump was received with the flippers sticking up some. The event history log was reviewed and there was nothing in the alarm history pertaining to the reported issue. An inspection was conducted and the reported issue was able to be duplicated. During the inspection, some contamination was noticed on the flipper gasket. This issue was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. The left plunger case was replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump's syringe plunger flippers stick up. There was no reported adverse event.